Manufacturer narrative:
The technician found the left foot caster inoperative. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left foot caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the left foot caster wheel would roll when the bed was in the brake position. The bed was located at a hill-rom service center not in use. There was no patient/user injury reported. (B)(4).